Event description:
Slc55g dlu and reload was used first to transect the rectum. A mini laparotomy was then created to extract the colon. The cs29 dlu anvil was introduced into the proximal colon. The rigid curved positioner (rcf) was introduced in the rectum with the cs29 body in place. The anvil and stapler were connected without any difficulty. The cs29 got into firing range and was fired. However the unit could not be removed so surgeon was able to slightly open and remove the unit using the remote control. Upon inspection, the unit cut the tissue but didn't staple. There were no donuts formed but it appeared that the two bowel parts were connected. Upon laparoscopic inspection, the two pieces fell apart, resulting in spilling of bowel contents into the abdomen. The open rectum was closed with another slcr55g reload device and the bowel specimen was extracted for inspection. This showed that the staples were not formed. The surgeon created another new anastomosis using a new cs29 dlu which resulted in a tight anastomosis.